Manufacturer narrative:
Implant facility: (B)(6). Implanting physician: (B)(6).

Event description:
Reported via medwatch. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Immediately after the procedure, the patient began experiencing serious side effects that required an additional week of hospitalization. The patient began to experience a series of small strokes and seizures. Magnetic resonance imaging revealed blood clots to the brain. The patient experienced high blood pressure, left-sided paralysis, memory loss and unconsciousness. The patient's motor movements were affected, resulting in the need for a walker and eventually a cane. To date, the patient's balance is not fully restored. The patient received home health services upon discharge.

Manufacturer narrative:
B5: additional information added. G2: additional report sources added. Implant facility: (B)(6). Implanting physician: dr. (B)(6).

Event description:
Reported via medwatch. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Immediately after the procedure, the patient began experiencing serious side effects that required an additional week of hospitalization. The patient began to experience a series of small strokes and seizures. Magnetic resonance imaging revealed blood clots to the brain. The patient experienced high blood pressure, left-sided paralysis, memory loss and unconsciousness. The patient's motor movements were affected, resulting in the need for a walker and eventually a cane. To date, the patient's balance is not fully restored. The patient received home health services upon discharge. The above events were confirmed from the physician. It was further reported that there were no abnormalities on pre- or post-procedure imaging. There was no leak after implant and there was no air seen on imaging intra-procedurally. The patient began to experience symptoms 4-5 hours post-implant. The patient continues to have small residual left-sided weakness and at the most recent follow-up appointment with the patient, the patient reported still not feeling right mentally, however, it is unclear if that is due to the stroke or the seizure mediation. The physician reports the patient had no history of seizures and believes the seizures to be related to the stroke.